Event description:
It was reported that the device reached early battery depletion, lasting a little under three years. It was also reported that the patient was manually trying to download to the remote monitor every day resulting in shortened battery life. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacemaker cardio/defib (B)(6) 2010, 6935 implantable tachy lead (B)(6) 2010, 5568 implantable pacing lead (B)(6) 2010, 4196 implantable pacing lead (B)(6) 2010. (B)(4).